Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the hospital used the implant as intended, instruction and training had been carried out before the first use. Five pieces form 08.501.001.20s were not locked on sternum and then had to been removed. The locking head does not hold the band. This is report 4 of 5 for (B)(4).